Event description:
A surgeon center administrator reported a patient presented with toxic anterior segment syndrome (tass) one day postoperatively following a cataract with intraocular lens (iol) implant procedure. The patient's symptoms have resolved with treatment of antibiotics and steroids. This is the eight of eleven reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).